Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no blank display alarm noted. Analysis was unable to perform operating current, self test, and off no power. (B)(4).

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.